Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. Attempted communication between returned reader and known good sensor. Returned reader successfully communicated with the sensor. Did not observe scan timeout error message. Therefore, this issue is not confirmed. The sensor was not returned, however extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown error message while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced tremors, convulsions, and a loss of consciousness. The customer was provided a coke, a piece of bread, and oral glucose by a non-hcp for treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unknown error message while wearing the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer experienced tremors, convulsions, and a loss of consciousness. The customer was provided a coke, a piece of bread, and oral glucose by a non-hcp for treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury.